Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a perforation closure procedure performed on december 27, 2021. During the procedure, the resolution clip device was used to close the perforation surface; however, after closing, the clip could not be deployed and could not fall off. The clip was forcefully dragged, and the tip of the clip fell off. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a perforation closure procedure performed on (B)(6) 2021. During the procedure, the resolution clip device was used to close the perforation surface; however, after closing, the clip could not be deployed and could not fall off. The clip was forcefully dragged, and the tip of the clip fell off. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. It was reported that the procedure performed was an endoscopic submucosal dissection (esd) procedure. It was reported that the clip was able to grasp and lock on the tissue but failed to release from the catheter to deploy.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of the clip could not be deployed. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and the device had evidence of premature deployment. The device was returned without its outer-sheath. Microscopic examination was performed and it was found that the yoke was attached to the control wire and the bushing had hit marks. Dimensional examination was performed on the bushing outer diameter, and it was found to be within specification. A dimensional analysis was also performed between the hooks of the bushing and one side of the hooks was noted to be out of specification. The bushing tabs were measured and were noted to be out of specification. No other problems with the device were noted. The reported event was confirmed. Investigation found that the yoke was attached to the control wire, this is likely due to operational factors during the procedure such as trying to open the clip once it was already activated. The damages found on the bushing are likely due to an excessive force applied to the device while trying to forcibly release the clip, leaving some hit marks on the bushing. The investigation concluded that, without analysis of the clip assembly part of the device, there is a lack of objective evidence or descriptive conditions of the event required to determine a definitive root cause of the event. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of the clip could not be deployed. Block h10: the device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a perforation closure procedure performed on (B)(6) 2021. During the procedure, the resolution clip device was used to close the perforation surface; however, after closing, the clip could not be deployed and could not fall off. The clip was forcefully dragged, and the tip of the clip fell off. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on january 25, 2022. It was reported that the procedure performed was an endoscopic submucosal dissection (esd) procedure. Additional information received on january 27, 2022. It was reported that the clip was able to grasp and lock on the tissue but failed to release from the catheter to deploy.